Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in his sleep. The cause of death was complications from on-set of diabetes; the customer had a heart attack. The customer had an open heart surgeries in 1998 and in 2002, had a quadruple bypass, was on dialysis, then stopped it and had kidney a kidney transplant, had pancreas transplants, but the pancreas failed and that's the night the customer had a heart attack and passed away in his sleep. The caller stated that due to gout, the customer's blood glucose was always high. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not; they believe the customer was wearing it because the coroner gave back the customer's insulin pump. The caller did not know if the customer used sensors or not. The caller declined returning the insulin pump for analysis.